Manufacturer narrative:
Insulin pump passed unexpected restart error test. No unexpected restart error alarm noted during testing. Unable to perform displacement test and reservoir unable to lock into place due to completely broken reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident and current blood glucose level was 174mg/dl. The customer the customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.